Event description:
Patient reported via regulatory agency "their implants are rippled & caused pain¿, "caused pain, now removed so pain from recovery", "chest pain", "shooting pains across chest", "they also showed signs of having capsular contracture¿, baker grade unknown. Additionally, healthcare professional reported "the patient had pain¿, ¿capsular contracture grade 3¿. Patient also reported via regulatory agency ¿they believed that they had breast implant illness", "diagnosed with rheumatoid arthritis", "ibs", "allergies", "fatigue", "brain fog", "muscle weakness", and "a number of other symptoms"; these are not device related. Healthcare professional also reported "patient generally unwell¿; this is not device related. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, cloudiness in the gel, observed 40 mm dark patch edge material inside device, and crease fold. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., g.1., g.3., h.3., h.6. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency that their implants are "rippled & caused pain¿, "caused pain, now removed so pain from recovery", ¿I believe that I had breast implant illness, diagnosed with rheumatoid arthritis, ibs, allergies, fatigue, chest pain, brain fog, muscle weakness, shooting pains across chest and a number of other symptoms. I also showed signs of having capsular contracture.¿. The device has been explanted. This record relates to the right side.